Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy due to t wave oversensing. In addition, the electrode was repositioned. Technical services (ts) was contacted and discussed possible reprogramming options. This s-ICD was scheduled to be explanted due to normal battery depletion. No additional adverse patient effects were reported.